Event description:
Boston scientific received information that this patient was recently brought to the hospital for not getting shocks when they were needed. The patients device was interrogated and it was noted that there was ventricular fibrillation (vf) that fell below the programmed zones. The programming was changed and the zones were lowered to alleviate any future issues. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.